Event description:
Pt presented to dr's office with inaccessable port. Pt had dye studies performed which showed extravasation into tissue the wk of 1/27/94. Pt was brought back to surgery for removal of port on 2/1/94. Dr discovered slit in catheter, felt it was defective.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.